Event description:
One resolute integrity rx drug-eluting stent was implanted in the right posterior lateral during the index procedure. It is reported that the patient suffered an mi on the day following the index procedure. The investigator has stated that the event was not related to the study stent and there was no evidence of stent thrombosis. The patient was discharged 5 weeks post index procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).